Event description:
It was reported that the pt had valve replacement surgery in 2008 and expired 51 days later due to complications. Reportedly, the new valve leaked and had to be replaced causing extended surgery time. This info was reported by the pt's spouse via letter on 02/15/08. An attempt was made to follow up with the deceased's spouse on the following month; however, we were unable to make contact using the telephone number provided on the pt's registry card. Follow up with the surgeon's office on the next day, did not indicate why the pt expired, however, it was reported that the pt's initial implant was replaced with a st. Jude device, however, it was observed that the st. Jude device was leaking and had to be explanted and replaced with edwards, model number 6900p. A copy of the op report was requested. However, our request was denied due to hippa. It was suggested that the report be requested from the hosp. Follow up with the hosp on the next day, indicated that the op report cannot be provided without a hippa release form.

Manufacturer narrative:
The device was not returned for evaluation.